Event description:
The user facility reported to terumo cardiovascular sys that during cardiopulmonary bypass surgery, the centrifugal pump was unable to increase the flow and the pt expired. The product was changed out. The surgery was not successful.

Manufacturer narrative:
Terumo has not received the actual device for investigation. Terumo plans on submitting a f/u report when the investigation is completed and more info becomes available. (B)(4).